Event description:
The account reported they had gotten 12 high pt albumin results that repeated lower. The incorrect results were not used to guide pt therapy. The field service representative found the instrument was not delivering adequate reagent volume and repaired the instrument by performing a line clearance.